Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in one piece. The s-curve height was measured within product specification. Visual and x-ray examinations did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number:2017865-2023-72560. Related manufacturer reference number:2017865-2023-72562. It was reported that patient's right ventricular (rv) and left ventricular (lv) lead exhibited loss of capture. It was noted from fluoroscopy that both leads were dislodged. During lead revision procedure it was found that set screw of patient's implantable cardioverter defibrillator (ICD) was difficult to loosen. Both leads and device were explanted and replaced. Patient death was reported. There is no known allegation from a health care professional that suggests that the death was device related.